Event description:
Same as MFR #6000093-2006-00273. It was reported that 204 days after implantation of a taxus express2 2.75x24mm drug eluting stent, an in stent restenosis occurred. The target lesion was located in the left anterior descending artery (lad). No info was reported on the pre-intervention stenosis. No info was reported on post-intervention stenosis after deployment of a 2.75x24mm taxus stent. No info was reported on the calcification or tortuosity of the treated vessel. The pt received plavix and nitroglycerin during the procedure. No info was reported on post-procedure medications prescribed to the pt. No info was received concerning pt complications. The pt presented 204 days after the original intervention with in-stent restenosis in the lad. No info was reported on the percentage of restenosis. Reintervention consisted of balloon angioplasty of the lad. No info was reported on the percentage of post-intervention stenosis. No info was received concerning pt complications.